Event description:
The ge oec 9600 fluoroscopy system displayed an iris pot error.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not reproduce the error. The collimator alignment was checked, as well as the tracking and image resolution. All were within spec. The sys was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.